Event description:
The customer reported washed out images and the system would intermittently not completely boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B) (4).